Manufacturer narrative:
(B)(4). The patient underwent a mesh revision/removal procedure on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, uterosacral vaginal vault suspension, anterior and posterior repair, and cystourethroscopy due to cystocele, rectocele, uterine prolapse, and sui. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced enterocele and recurrence of rectocele.